Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. No evidence of reported problem found in the event log. The device was tested 3 times and all 3 tests passed within our internal specification. The customer's complaint of failed pressure test 9.54 pounds per square inch could not be duplicated. The downstream sensor will be replaced as a preventive measure. Service could not duplicate the reported problem, but preventive measure was taken by replacing the downstream sensor. The problem source is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump failed pressure test 9.54 pounds per square inch. No adverse effects were reported.

Event description:
Additional information received: occurred during testing, no patient involvement.